Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Reference internal complaint cc#(B)(4).

Event description:
It was reported a physician performed an uneventful novasure endometrial ablation on (B)(6) 2017 and the patient was discharged home. On (B)(6) 2017, the patient returned to the hospital experiencing abdominal pain and a fever. The physician performed a laparoscopy which revealed a uterine perforation noted with abscess seen on bowel. The physician then performed a laparotomy and a bowel end to end anastomosis with no colostomy. The patient was discharged on (B)(6) 2017.